Manufacturer narrative:
The device was received for evaluation with spike port cover removed. Functional testing was performed which revealed a leak from the spike port cap not being fully sealed at the spike port. The condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a leak was identified at the spike port cap of a 2000ml exactamix eva tpn bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.